Event description:
Consumer stated that the switch sparked.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as all the thermostats were discolored and bent. One thermostat was bent in half. Leads were bent in half, out of place and broken. The heater wire and harness were tangled up. The pad was very bunched up and strained. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue.